Event description:
It was reported that the device was displaying all three service indicators and it had no voice prompts. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and observed that the internal battery was depleted. The root cause of the reported failure is currently under investigation.